Manufacturer narrative:
Csection d4: the originally provided system controller serial number was incorrect. The system controller product information is unknown and was not provided. Expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm occurring on 21sep2025 was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no log files were provided. Available information for this event indicates that the controller was exchanged and disposed to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system controller was not provided. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including driveline power fault alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer investigation is completed.

Event description:
It was reported that the patient had a driveline power fault alarm on 21sep2025. The system controller was exchanged, which resolved the alarm.